Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r59e1t. Device analysis: the analysis results showed that the str5g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a transtar procedure, the device did not fire. No more information is available. No patient consequences reported.